Event description:
Information received regarding the explanted device notes that the patient experienced several periods of rapid heart rate during rest. A malfunction of the sensor was suspected and the device was replaced. Electrocautery was reported as having been used during a previous non-related surgery.